Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, the device broke during surgery, wherein it broke and fell into the patient¿s cavity. Surgical time extended for 30 minutes or more. There was no patient injury.